Event description:
Reporter noted endophthalmitis one month after the surgery. No aspiration during I/a (due to a missing o-ring in the ultraflow handpiece). Changed handpiece to complete procedure and the eye remained open longer than usual. The pt was re-hospitalized for ten days and treated within intravitreal and systemic antibiotics. Visual acuity at time of report was 10/10.